Event description:
It was reported that this patient has received multiple inappropriate shocks in the past due to oversensing of signal amplitudes. It was also noted that the patient's smart pass had turned off and as a result there was some undersensing that was noted. The system was reprogrammed to primary sensing vector. No adverse events were reported at this time.

Event description:
It was reported that this patient has received multiple inappropriate shocks in the past due to oversensing of signal amplitudes. It was also noted that the patient's smart pass had turned off and as a result there was some undersensing that was noted. The system was reprogrammed to primary sensing vector. No adverse events were reported at this time. It was reported that this patient received two more inappropriate shocks due to wide morphology and t-wave oversensing. The initial shock induced ventricular fibrillation (vf) that self terminated; however, the rhythm was still wide with t-wave oversensing and the second inappropriate shock was delivered without a change in the rhythm. The caller stated that the patient was most likely going to be referred to an electrophysiology for consideration for a transvenous system. The system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has received multiple inappropriate shocks in the past due to oversensing of signal amplitudes. It was also noted that the patient's smart pass had turned off and as a result there was some undersensing that was noted. The system was reprogrammed to primary sensing vector. No adverse events were reported at this time. It was reported that this patient received two more inappropriate shocks due to wide morphology and t-wave oversensing. The initial shock induced ventricular fibrillation (vf) that self terminated; however, the rhythm was still wide with t-wave oversensing and the second inappropriate shock was delivered without a change in the rhythm. The caller stated that the patient was most likely going to be referred to an electrophysiology for consideration for a transvenous system. The system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to provide additional coding.

Event description:
It was reported that this patient has received multiple inappropriate shocks in the past due to oversensing of signal amplitudes. It was also noted that the patient's smart pass had turned off and as a result there was some undersensing that was noted. The system was reprogrammed to primary sensing vector. No adverse events were reported at this time. This supplemental report is being filed to provide additional coding.